Event description:
Scd machine was causing the line isolation circuit breaker to spike w/ high voltage causing alarm. This was repeatable when the unit was plugged into any outlet in that room. Device taken out of service and sent to biomed. Manufacturer response for sequential compression device, scd (per site reporter) we are sending the unit to be evaluated by covidien.